Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and lost date and time. The patient¿s blood glucose was unknown at the time of the incident. The display screen had scratches making it harder to see. The device is expected to be returned for analysis.